Manufacturer narrative:
It was reported that the dental implant had fractured. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was lost in transit and therefore not evaluated. In case any new or additional information will be gained from this investigation, a follow-up report will be sent. We will continue to track and monitor the trend.

Event description:
Dental implant fractured.